Manufacturer narrative:
Only the instant detacher was returned for evaluation and no device failure was found.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached inside the catheter and was deployed in the aneurysm without any further problems. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).